Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability, impairment and corrective surgery. Associated MDR: 1018233-2013-01282.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "the pelvilace biourethral support system is for single-patient use only and is to be implanted surgically. Do not use the pelvilace biourethral support system if the integrity of the packaging appears compromised. The pelvilace biourethral support system pelvicol implant should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. Postoperative retropubic bleeding may occur in some patients and must be controlled prior to patient release. The pelvilace biourethral support system procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, and bowel, during needle passage. Proper placement of the pelvilace biourethral support system at mid-urethra requires that the tissue lie flat with minimal or no tension under the urethra. The pelvilace biourethral support system is intended as a single-use, disposable device. Do not sterilize any portion of the pelvilace biourethral support system. Patients should be advised that pregnancy following an pelvilace biourethral support system procedure may negatively affect the success of the previous procedure and incontinence may reoccur. The safety and effectiveness of pelvilace biourethral support system has not been established for the treatment of stress urinary incontinence in males and children under the age of 18." (B)(4).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse event. Potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant; perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage; transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site. Patient codes: (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced stress urinary incontinence, intrinsic sphincter deficiency, pain, infection, unspecified urinary problems, recurrence, dyspareunia (pain during intercourse), vaginal scarring, and required additional non-surgical and surgical intervention.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced postoperative vaginal discharge, atrophic vaginitis, leaking with penetration, detrusor instability, surgical procedure including implantation of a bard align to trans-obturator urethral support system, with noted evidence of separation of incision in subureteral area and cystourethroscopy with some trabeculations noted. Following the second bard implant, she suffered from low back pain, muscle spasms in legs, drug screen positive for opiates, pcp and marijuana; urinary tract infections, herniated lumbar disk, delayed gastric emptying, dysphagia/regurgitation suspected related to idiopathic gastroparesis, supraumbilical ventral abdominal wall hernia, diffuse nonspecific abdominal pain, attempted self-disimpaction, unable to void, nausea, constipation, panic attacks, nearly attempting to cut her wrists, hearing voices, irritable mood with hallucinations, mood cycling, inpatient psychiatric treatment, dysuria, urgency, frequency, worsening diffuse muscle and joint pains, chills at night, myalgias and arthralgias, recurrent yeast infections under breasts, mild degenerative changes in the hips, continued smoking against medical advice, nocturia, difficulty urinating, urinary retention, atrophic vaginitis, detrusor overactivity, incomplete bladder emptying, urethral polyp, moderate trabeculation, leg pain suburethral mesh very tender on palpation, groin pain and excision of the vaginal portion of tot, although patient desired removal of all mesh.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced unspecified mesh problems, pain and ambulation difficulties.